Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 45 mg/dl at the time of incident and other blood glucose values were 215 mg/dl, 225 mg/dl and 160 mg/dl. Customer declined to troubleshoot for the low blood glucose value. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer also stated that the sensor had inaccurate readings that triggered threshold suspend alarm however insulin delivery was not suspended due sensor glucose value. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not returned for analysis.